Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify audio/vibrate anomaly or unexpected battery power loss alarms due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump stopped working and insulin pump was beeping and had a red x on the insulin pump. The customer¿s blood glucose was 155 mg/dl at the time of incident. Customer reported that they received the open book image on the insulin pump screen. Customer reported that they got the big red x with an open book. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.